Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip applier did not perform as expected. Per the surgeon, as the applier "closed and I couldn't open it to get if off the duct...end up just yanking it off. Today the clips make little bows." It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4)